Event description:
It was reported that the patient had a no external power event. Log file interrogation revealed 3 no external power events on (B)(6) 2024 at roughly 19:40 while connected to the mobile power unit (mpu). Technical services noted that they were likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during those events. Motor function was not affected by the event. Per the patient family, the mpu came unplugged from the wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted primary controller event log file spanned approximately 5 days (on (B)(6) 2024 per time stamp). On (B)(6) 2024 from 19:40:37, 19:41:10, 19:41:13, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1 ¿ 3v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu, serial (B)(6) , was not returned for analysis. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the wall outlet. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient unplugged the mpu while untangling tether cable and forgot to plug back in. The patient had the ac power cord with the locking mechanism.